Event description:
It was reported hypotension occurred. A left atrial appendage (laa) closure procedure was being performed using a 31 mm watchman flx pro laa closure device with delivery system (wds) and a watchman fxd double curve access system (was). After groin access was achieved, heparin was given intravenous (IV) by the anesthesiologist. The versacross connect transeptal system was used to perform the trans-septal (tsp) crossing. Transesophageal echocardiography (tee) imaging was noted to have smoke in the left atrium (la)/laa and right ventricle (rv) with minimal contraction. The patients blood pressure and heart rate dropped. The patient was administered IV epinephrine. Blood pressure, heart rate, and rv contractility improved back to baseline. No effusion was noted on tee. The physician suspected that the issue could have been a reaction to the heparin. The procedure proceeded and a 31 mm watchman flx pro closure device was successfully implanted. There were no further patient complications.